Manufacturer narrative:
Upon receipt, the lead under complaint and the ICD data were subjected to an extensive analysis. The lead was found cut into two pieces. Both parts were received for analysis. From the ICD data, the clinical observation could be confirmed. Starting from march 2015 the trend data showed intermittent shock impedance values of >150 ohm. The performance of the lead fragments was scrutinized, including a visual and electrical inspection. The analysis revealed a broken conductor cable to the rv shock coil which can be regarded as the root cause for the out-of range shock impedance. The fracture was found at the crimp barrel immediately distal to the df-4 connector pin. The fractured ends showed signs of molten metal which indicate shock delivery. As the episode recording only lists the induced shock immediately after implantation it has to be assumed that the intermittent contact has been present since implantation. However, the exact origin of the fracture could not be determined. Due to the molten material further analysis such as electron microscopy of the fracture could not be performed. Tensile forces cannot be ruled out as root cause of the fracture. The quality documents associated with the manufacture of this lead were inspected and revealed no anomalies. All quality inspection steps were fulfilled. In particular, the shock impedance was within the specified range and test shocks showed no anomalous behavior. Furthermore, the insulation was found damaged by outside-in abrasion approx. 44.5 cm and approx. 57 cm distal to the df-4 connector pin. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - it was reported that shock impedance was intermittently out of range (> 150 ohms) after an implantation period of about 15 months. The device was returned for analysis. No adverse patient side effects have been reported.